Event description:
Event description cpi received information that this newly implanted implantable cardioverter defibrillator (ICD) reported a severely depleted battery status a short time after implant. The device was explanted and will be returned to cpi for analysis.